Event description:
A male pt underwent evar on (B)(6) 2012. The suprarenal stent occluded the superior mesenteric artery. The physician brought the pt back to the operating room to do an angiogram. The pt coded and expired prior to angiogram. Per the rep - the rep spoke to the physician and he no longer thinks zenith stent is at fault. He said he inadvertently deployed the graft too high. The pt was on dialysis and had small renal arteries that didn't show up on the angio.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.